Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found that the leaking is coming from top of waste canister. The fse found bucket with a lot of growth and waste lines clogged. The fse cleaned the growth in the waste bucket and flushed waste lines with bleach. The fse primed the system and ran samples with no further leaks. The clogged waste lines is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they received "diluted wash bottle not filling and leaking" error, and synchron cx9 alx instrument is leaking. No injury was reported in connection with this event.